Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant estradiol-6 iii result is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur cp estradiol-6 iii assay results were obtained on a pt sample. The neat results for estradiol-6 iii did not match the 1:5 diluted results. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii results.